Event description:
The description of the event was reported as: scissors do not cut well and the tips are squared. The reported defect was found on inspection and prior to pt use.

Manufacturer narrative:
The reported defect was found during inspection and not used on a pt. Teleflex action initiated, check type - teleflex medical has issued a voluntary recall for specific catalog numbers and date codes of the pilling coronary scissors. The reported defect was found on inspection and was not in use.